Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd preset¿ eclipse¿ arterial blood collection syringe 1.6ml draw/0.5x16mm (25g) had a loose plunger which led to "distorted results" and "risk for the patient". Sample was retaken successfully with a product from another lot number. No serious injury or medical intervention was reported.

Event description:
It was reported that bd preset eclipse arterial blood collection syringe 1.6ml draw/0.5x16mm (25g) had a loose plunger which led to "distorted results" and "risk for the patient". Sample was retaken successfully with a product from another lot number. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed. Testing of the customer samples was performed and no leakage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for leakage with the incident lot was not observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.